Event description:
It was reported that the intraocular lens (iol) implanted in patient's eye eleven (11) years ago has opacified. There was no intervention performed. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section b3: date of event: unknown/ not provided, as information was asked but it was not provided. Section d6a: if implanted, give date: unknown, information not provided. Lens was implanted 11 years ago. Section d6b: if explanted, give date: not applicable, as lens remains implanted. Section e1: initial reporter first/given name: unknown, as information was asked but it was not provided. Section e1: email address: unknown, as information was asked but it was not provided. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.